Manufacturer narrative:
(B)(4).

Event description:
The patient¿s family reported the parkinson¿s disease patient¿s implantable neurostimulator (ins) was explanted in 2014 ¿due to a rejection reaction.¿ it was ¿unknown¿ if the patient had experienced any symptoms associated with the rejection reaction or what the cause of the issue was. It was additionally ¿unknown¿ whether any troubleshooting was performed and how the patient was doing following the explant. No further event information was provided at the time of initial report. Additional information was requested; a supplemental report will be filed if additional information is received.